Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-oct-31. It was reported that they had an MRI in 2013 that was performed by their pain management physician. The patient stated that the fall may have led to the issue; however, the information provided was not legible. The patient was unable to clarify which screws were broken from the fall and mentioned that it was discovered by the physician that took the MRI. It was noted that the patient was going to have the device removed on (B)(6)2017 and that the issue hadn't been resolved yet. No further complications were reported or anticipated.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the stimulator was put in the patient's back for pain but never worked for her and she wanted to get it out of her body. By "never worked for her" the patient meant that the stimulator did not resolve her pain and patient reported the stimulator did not take her pain away at all. The patient reported she told her doctor this a couple years ago and stated they have been giving her pain medication all these years. The patient stated she fell and screws broke. The patient stated she was in a lot of pain and the pain was in her legs and back. The patient stated they need to operate on her asap to take out the screws and she needed an MRI for the operation. The patient stated they need to take out the screws because she had osteoporosis and her bones were getting very thin. The patient stated the osteoporosis was pre-existing to her having the device implanted but noted it has been getting worse. Patient was redirected to health care professional (hcp) about having ins removed. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.